Manufacturer narrative:
The pump was received with motor error alarm during rewind due to corroded motor home switch. Unable to perform displacement test due to motor error alarm. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and scratched reservoir tube window the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged and there are cracks around the display window. Customer's blood glucose was unknown at the time of incident. No further details given.